Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: the customer reports that the scale is found to be misaligned in a number of syringes.

Manufacturer narrative:
H6: investigation summary customer returned (133) loose 29gx12.7mm, 0.3ml bd insulin syringes. Consumer reported that the scale is found to be misaligned in a number of syringes. 30 out of the 133 returned syringes were selected, then tested using a 0.3ml syringe plug gauge: all 30 tested syringes tested within plug gauge specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. Unable to perform a DHR review for scale misaligned due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced scale marking issues which was noted prior to use. The following information was provided by the initial reporter: the customer reports that the scale is found to be misaligned in a number of syringes.